Event description:
The facility stated that the surgeon implanted a aq2010v 3 piece silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. It was unk what caused the lens to tear. The injector model unk. The cartridge model aq cartridge fp. The lot numbers were unk.